Manufacturer narrative:
Follow up to previous report as device evaluation completed.

Event description:
"After opening the streamer, it was impossible to push the tip of the streamer through the distal part of the electrode (strong force needed). After switching to vision wire everything was fine. Wire could easily move backwards and forwards.

Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
"After opening the streamer, it was impossible to push the tip of the streamer through the distal part of the electrode (strong force needed). After switching to vision wire everything was fine. Wire could easily moved backwards and forwards".